Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment, the device became stuck in the wound track and could not be removed. The device was ultimately removed with applied force. It is not known how hemostasis was achieved. There were no reported adverse pt sequelae. Though requested, no add'l info was available.